Event description:
It was reported to boston scientific corporation in 2006, that an autotome rx sphincterotomes was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure in the same month. (Patient gender, age and weight unknown) according to the complaint, the tip of the catheter split. The case was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine"

Manufacturer narrative:
A visual evaluation found that the working length had four 360 degree twists in it. The cutting wire was seen to be severely twisted. The cutting wire was twisted approximately 90 degrees from one end to the other. The evaluation also found that the guidewire lumen outer wall was split through from the distal end of the channel to the distal tip of the device. The most probable root cause appears that during use the device was over rotated causing the twist in the working length and distal tip. Upon removal of the device the guidewire tore through the distal lumen of the device due to the twists in the distal section. A lot history search was performed and found no other complaints against lot number 8788447. A review of the device history record revealed no anomalies. Customer complaint confirmed.